Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6 )2013, the patient contacted animas and alleged the following: her pump was not working when she woke, it had no power. She attempted to replace battery several times and still could not get pump to turn on. She was unsure when the pump stopped working. Her blood glucose (bg) was 360 mg/dl and she was experiencing thirst and mild nausea. Customer support (cs) had the patient remove battery and she reported the battery cap and battery case is dirty, but there are no visible cracks around the battery case or the pump itself. Patient reports it had been over 6 months since battery cap replaced and that it was dirty near the yellow o-ring. No damage to the threads of battery cap or inside battery case. Patient was reminded to be sure the yellow o-ring is not visible. The first battery replacement produced no sounds or vibrations from the pump. Patient replaced with another new battery that produced sound. Pump to be replaced. Patient denies any trauma, damage or exposure to moisture. The patient reports no alternate plan in place, cs advised to her call her health care provider (hcp) immediately when she gets off phone, to treat high bg. Patient verbalized understanding reports she has people with her and a car that someone can drive her to hospital if necessary. This complaint is being reported as the power issue was not resolved and because the patient experienced hyperglycemia related to the power issue.